Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 150 units after the delivery of approximately 87 units. The customer's blood glucose level was 96 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.